Event description:
Philips received a complaint by the customer on the v60 indicating that the device stopped working while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the event logs and found an error, "the proximal pressure is 25 cmh2o greater than the pressure limit", in the event logs. The rse reviewed the suggested repairs and confirmed with the customer that the proximal and machine pressure lines were connected correctly. The rse then advised the customer to perform a full performance verification test (pvt) testing with emphasis on pressure and flow testing. The customer performed the pvt and confirmed with the rse that this had resolved the issue. The customer performed a pvt to resolve the reported issue. The device passed required pvt per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.